Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the blade of the vessel sealer extend (vse) instrument was out of adjustment. Additionally, a fragment allegedly fell into the patient. According to the customer, the vse instrument was inspected prior to use and there were no abnormalities observed. The reported issue occurred while cutting the target tissue (bladder vascular pedicle). No error fault occurred when the vse instrument issue occurred. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a coelioscopique clamp was used to retrieve the fragment. The vse instrument was not removed during the procedure (prior to the breakage). Upon the final removal of the vse instrument, the wrist was straightened and the surgical staff did not feel any resistance upon removal of the vse instrument through the cannula. After removal, no damage was noticed by the surgical staff to the cannula and to the vse instrument. The customer indicated no additional surgical procedure was required to remove the fragment and there was no post-operative test performed to check for remaining fragments. The instrument was in use for five minutes. The procedure was completed with no reported injury. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the vessel sealer extend instrument (part# 480422-01/ lot# l91211010 0326) associated with this event has been performed. Per logs, the vessel sealer extend instrument was used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the instrument was out of adjustment. It was also reported that a fragment fell into the patient. The fragment was retrieved during the same procedure with no patient injury. At this time the origin of the retrieved fragment is unknown and it is also unknown if it came from the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.